Event description:
Info received indicated that the right intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom tech found a crack on the siderail center arm inside where the pin goes through the center arm connecting the latch. He replaced the center arm and the siderail latches correctly.